Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, and e1. B5: upon follow up, it was reported the patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day of the peritonitis diagnosis, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1g, every 5th, intraperitoneal, discontinued) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged seven days after hospital admission. On an unknown date, the patient recovered from peritonitis. Pd was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Antibiotic treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.